Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a surgery post the car accident in 2006. During this surgery, patient was implanted with artficial cervical disc at level 3-4 or 4-5. Reportedly, post-op, patient complained of extreme pain radiating down her neck and spine for last 5 years and cannot nod her head. Patient is on pain pills and undergoes muscle relaxers daily. Patient is planning to get the implant removed.